Event description:
It was reported that their device displayed all three icons (attention, charge-pak and service wrench) which is an indication that the device would not have enough power to deliver sufficient defibrillation energy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.